Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of flickering image was not confirmed as the scope could not be checked due to damage around the connector. The device evaluation found a damaged connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image was flickering when using the videoscope cable exera ii. There were no reports of patient harm.

Event description:
The event occurred during setup for a case. No other information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with new information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because no malfunction was able to be confirmed, the definitive root cause of the flickering image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected field: h6 medical device problem code